Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked case. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that the load reservoir process did not complete without insulin exiting the tubing and insulin did exit out of the tubing. No harm requiring medical intervention was reported. The device will be returned for analysis.